Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device's lcd screen was observed. The device's lcd screen needs replaced to address the issue.